Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Investigation revealed that the catheter shaft material had been fractured between electrode rings 2 and 3. Conductor wire 1 and the tip thermocouple (tct) were determined to be fractured at the location of the fracture in the shaft material, consistent with the detected open circuits. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause of the reported issue was a manufacturing, design, or quality system related occurrence.

Event description:
This report is to advise of a fracture that was noted during analysis.